Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : d274trk ICD, implanted: (B)(6) 2010. A 6935-65 lead, implanted: (B)(6) 2010. A 305c223 tissue valve, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial lead was not capturing and had high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the distal segment of the lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage.